Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported stimulation could not be captured in the left hip and back areas. Surgical intervention may be undertaken to reposition the lead. It was reported prior scarring prevented placement.